Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had unknown pump error. Customer's blood glucose level was 200 mg/dl to 230 mg/dl. Customer also stated that the settings were cleared and treated with bolus. It was also reported that the insulin pump was suspended more than 4 times. The insulin pump will not be returned for analysis.